Event description:
Legging drape has opening on proximal part of the drape upon opening from packaging. Packaging on surgical pack appears intact. No harm to patient; discovered when setting up for case. Another pack opened. The drape should not have an opening on the proximal part.